Event description:
On (B)(6) 2001, an ams 800 urinary prosthesis was implanted. On (B)(6) 2010, the pt had a surgical procedure. Info provided indicated a cuff was implanted. Add'l info received on (B)(6) 2011, indicated the pt did not have the previous cuff removed. The pt had another cuff implanted, for a double cuff device, due to urethral, cuff atrophy. The pt outcome was reported to be "dry."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.